Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found the sensor broken. The broken part was missing. It could not be confirmed if the customer received the sensor in said condition due to the customer returning an opened/used product.

Event description:
The customer reported via phone call that he kept receiving sensor errors. The patient's blood glucose at the time of incident was 75 mg/dl. He removed the sensor and found it bent. Troubleshooting could not occur since it was a past event and the customer already changed the sensor. The sensor was returned for analysis and a replacement sensor was shipped to the customer.